Event description:
On (B)(6) 2018, pt was at therapy and while going to the bathroom, his driveline "got tugged". His driveline anchor was not secured properly. After pt felt the "tug" his controller started alarming. He examined his driveline and noticed a crack approx 1 inch from his skin. Pt states he then took his driveline in his hand, and bent it all the way in half at the fracture site, so he could clearly see what was wrong with it. At this time the vad stopped functioning. Pt reported chest discomfort and was transferred to (B)(6). He was started on epinephrine and milrinone. The thoratec engineer team was contacted and stated that currently there is no FDA approved correction to this driveline. On (B)(6) 2018, pt was taken to the operating room for a hm3 pump exchange that was complicated by post operative bleeding. He went back to the operating room for chest exploration on (B)(6) 2018 d/t bleeding and source of bleeding was fixed. He continued to progress and was discharged home on (B)(6) 2018.